Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to duplicate the failure of helium issue all tests passed. The unit passed all functional and safety tests, then returned to the customer.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed a false helium empty alarm. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.